Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review (shr) revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the shr did not reveal any evidence of nonconforming product. The device was serviced for "constant air in-line alarm" on april 3rd, 2019. Evaluation determined the cause was the ultrasonic sensor being out of specification and required replacement. The device was also serviced for "constant air in-line alarm" on july 10th, 2019. Evaluation determined the cause was the ultrasonic sensor being out of specification and required replacement. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was reproduced during evaluation. Air in line alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line. There was no patient involvement. No additional information is available.